Event description:
Procedure: lap incisional hernia repair. According to the reporter: the device was introduced into the patient to secure mesh. The device articulated well, fired well, and then the surgeon de-articulated the reliatack to reload. When the device was pulled out, it was in a relaxed position and was not able to be fired again. The surgeon thinks the device broke when it was over articulated back past zero degrees. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 250cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient.

Manufacturer narrative:
(B)(4).